Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2015. During the surgery, the physician was unable to place the lead due to severe spinal stenosis. As a result, the doctor decided to abandon the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).